Event description:
Event description guidant received information that upon reviewing the electrogram strips for this pacemaker, noise or an arrhythmia was detected. The noise was unable to be reproduced and all lead testing was within normal limits. A holter monitor study indicated this patient has an arrhythmia. Guidant's technical services indicated that the noise did not appear to be physiologic in nature. The device and lead were later explanted and replaced and have been returned for analysis.